Manufacturer narrative:
The insulin pump passed the displacement test and self test. Moisture damage was found on electrical board 1, electrical board 2, the motor, and the force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing end cap address label, case cracked behind the insulin pump near the battery compartment. And cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose value was 23.1 mmol/l at the time of the incident. Another blood glucose level was 14.4 mmol/l. The customer stated that the symptoms related to high blood glucose such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that they had positive ketone tests, breathing difficulties and raised heartbeat. Customer declined the troubleshooting for high blood glucose. Customer stated that insulin pump had critical pump error. Customer stated that insulin pump had open book image on the screen. The device will not be returned for analysis.